Event description:
It was reported that during a previously scheduled service call, the cs100 intra-aortic balloon pump (iabp) had an autofill failure after testing with a trainer and an intra-aortic balloon (iab) was connected. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site telephone). Corrected fields: d4 (catalog#, unique identifier (UDI)#), e1 (event site address). The initial reporter named in block e1 is a getinge employee whose contact details are: telephone number: (B)(6); which differs from that of the event site.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The purge assembly was replaced. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a previously scheduled service call, the cs100 intra-aortic balloon pump (iabp) had an autofill failure after testing with a trainer and an intra-aortic balloon (iab) was connected. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a previously scheduled service call, the cs100 intra-aortic balloon pump (iabp) had an autofill failure after testing with a trainer and an intra-aortic balloon (iab) was connected. There was no patient involvement, and no adverse event reported.